Manufacturer narrative:
Tandem¿s t:slim g4 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 150mg/dl. A system check was performed verifying the occlusion alarms. Reportedly, the customer did not follow the proper air removal technique when installing cartridges. During the system check, a new cartridge was loaded and insulin deliveries were successfully resumed.